Manufacturer narrative:
The following sections were updated/corrected/added: a1, a2, a2, a3, a4, b4, g3, g4, g6, h2, h4, h6, and h11. H2: all pressure transducers, regardless of the underlying technology or operating principle, have inherent baseline drift over time. The cordella sensor is a long-term implant designed to have low, characterized drift. The sensor is calibrated to a "gold standard" reference fluid-filled measurement on the day of implantation. In cases where sensor inaccuracy is suspected, physicians can rely on alternative clinical indicators to guide continued patient care. The patient may elect to undergo sensor recalibration via right heart catheterization at a time determined collaboratively with the care team. In this case, the sensor was not returned for evaluation as it remained implanted in the patient. The device history record (DHR) for the sensor lot was reviewed and it was confirmed that all manufacturing operations and inspections were performed, all acceptance criteria were met, and no relevant nonconformances were associated with the sensor lot at the time of manufacture. On (B)(6) 2025, the patient underwent a sensor recalibration via right heart catheterization which confirmed that the sensor offset fell outside the fluid-filled reference measurement error range, thereby confirming sensor drift. Following recalibration, the mean pulmonary artery pressure (mpap) trend has remained stable and consistent, indicating that the inaccuracy was finite and effectively corrected. The patient has returned to obtaining routine readings and no further corrective or preventative actions are required at this time.

Event description:
The patient's data was reviewed by endotronix's internal monitoring program and suspected sensor inaccuracy was identified. The site has been informed to schedule a recalibration. The patient is scheduled to undergo a right heart catheterization (rhc) and recalibration on (B)(6) 2025.

Manufacturer narrative:
Additional information will be submitted via follow-up report within 30 days of receipt.